Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was not working properly, was ¿acting up¿, and they were not getting as good of relief as when they started. The patient had no falls or any medical procedures associated with the onset of issue. The patient¿s healthcare professional (hcp) thought it was probably defective and just turned it off. The patient had met with the manufacturer¿s representative a couple of times with one time about a month prior to report. The representative had a ¿picture taken¿ to get an idea where the ¿paddles¿ should be (lower or higher). Follow up information received on feb. 2, 2016 from the patient reported that they were unsure what led up to the not getting good relief issue. No steps had been taken to resolve the issue. The patient was told to turn the device off and no other steps were suggested ("replacement was not suggested"). They stated that they were getting pain control but noted that ¿life sucks again¿. The indication for use for the implanted device was noted as failed back surgery syndrome. If additional information is received, a follow-up report will be sent.

Event description:
Further follow up information received from the patient reported that the first time they noticed the issue of not getting as good of relief was after the first time charging. As a step to resolve the issues, the patient was told that to turn the unit off. If additional information is received, a follow-up report will be sent.